Event description:
Hcp (health care professional) reported volume discrepancy: actual residual volume was less than the expected residual volume. A refill was done (B)(6) 2011 and while 20 ml was programmed only 10ml could be placed into the reservoir". At the programmed flow rate of 0.33mls/day the pump went dry 30 days later and went unnoticed until (B)(6) 2011 when the next refill was done. It was also stated that on (B)(6) 2011 the pump was programmed to min rate mode as the pt reported that he thought there was a film on his teeth and physician felt it may be side effects of the prialt. But then it was decided that the symptom was unrelated to the prialt. On (B)(6) 2011 a system content removal procedure was done, while 110 ml pens rinse and only 0.5mls was aspirated from the cap (catheter access port) to begin with an only one prime/aspiration was programmed of 0.196mls. Pt was on oral pain mediations so hcp was to titrate those with titrating the daily intrathecal dose. Drugs infused were fentanyl status old and prialt status new.

Manufacturer narrative:
(B)(4).